Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. The up, down and ok buttons are completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/29/2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; the ok and contrast keypad button symbols were found to be worn. The keypad buttons were found to be responsive to button presses. The keypad cover was removed; no contamination was found under the key contacts. Unrelated to the complaint, the cartridge compartment was found to be cracked.